Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml dilaudid at 0.189 mg/day via an implantable pump for spinal pain. It was reported that multiple motor stalls and recoveries occurred starting on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and was sent back for analysis. The existing catheter was reused and the patient was doing fine. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to corrosion and/or wear and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.